Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. Proposed code: mechanical (g04) head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records and timeline was provided and reviewed by a health care professional. Review of the available records identified the following: the patient required three closed reductions due to hip dislocation following a stage ii revision procedure. Patient underwent head and liner exchange. Contributing factors of event: competitor acetabular components were used with zb femoral components. Upon review of the surgical notes, it was identified the head and stem are the only zb product in place. The rest is smith and nephew products (cage, liner, screws). Medical image was provided: left total hip arthroplasty with superior and posterior dislocation of the femoral head and acetabular cup liner along with six of the acetabular cup screws. It is unknown whether there was another surgical intervention. No medical images or records were provided that were dated post op. It was identified that zimmer biomet devices were implanted with competitor devices this is considered off label use "only authorized combinations should be used" and under precautions states "the use of instruments or implant components from other systems can result in inaccurate fit, incorrect sizing, excessive wear and device failure". Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. The complaint is confirmed based on the medical records provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient underwent a stage ii revision procedure approximately 9 years ago. Subsequently, the patient required three closed reductions in the same year due to hip dislocation.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.